Event description:
It was reported the patient stated their device ¿malfunctioned.¿ it was stated the patient had a loss of therapeutic effect and was still going to the bathroom ¿as much as I ever did.¿ it was noted the patient had either diarrhea or impactions and the impactions began the last 30 days prior to report. It was stated when the patient ¿goes¿ they could hardly pass their water and they had to ¿sit there and wait and it drips and drips.¿ reportedly, the patient had pain at the implant site ever since their device was implanted. The patient stated they were having several side effects and nerve situations. It was noted the patient had been having back pain for the past 4-5 months and they had weakness in their back and legs. It was reported the patient had a strange sensation in their nerve in their nose and they felt a tingling and their nose was running. The patient stated they felt like it was on fire and it was a ¿strange sensation¿ on the inside of their nose on both sides which began 3-4 weeks after implant. It was noted the patient was also having an issue with the nerve in their neck and there was a place where they had a growth removed on the right side of their neck about 30 years ago. The patient stated the nerve on that side of their neck bothered them so bad they could hardly sit at the computer and the neck issues started about the same time as the nose issues started. The patient didn¿t know if these issues were related to their device but they never had these problems before. It was noted the patient had not seen their doctor since implant and they had never been reprogrammed.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0b3py implanted: (B)(6) 2013. (B)(4).

Event description:
It was later reported the patient was still having concerns regarding their device and had not seen their doctor since shortly after implant. The patient stated that things had really gotten worse and their device had not worked. It was noted their condition was not as good as it was before they had their device implanted and they were ready to have it removed. Additional information stated the patient saw their doctor on (B)(6) 2014 and they were advised the hand-held programmer was not working due to dead batteries. The patient stated they didn¿t know what they had to do with their device not work and they had complication for several months. It was noted the patient¿s device was reprogrammed and they were going to be seen with the next two months for a follow-up.

Manufacturer narrative:
(B)(4).